Event description:
It was reported that a c2600 cusa 23 khz handpiece (hp) was cracked. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.